Event description:
Flexxus endoscopic biliary stent placed in common bile duct by doctor using proper technique. Stent pulled down with rat tooth forceps and unexpectedly came apart in pieces. We grasped the duodenal end of stent and attempted to take out the stent with rat tooth forceps and snare but the end of the stent fell apart and so we ended up trimming the stent to the level of the papilla. We used a retrieval balloon to obtain a cholangiogram and all ducts appeared to fill with contrast, indicating patency. Final fluoroscopic views of the hemidiaphragm revealed no free air. The duodenoscope was then completely withdrawn, insufflated air was aspirated, and the patient was extubated and returned to the recovery area in good condition having tolerated the procedure well. The majority of the stent remains in patient. The pieces and original packaging were saved and will be given to company representative. No immediate post procedure complications were observed.